Manufacturer narrative:
Corrected information: sex, date of birth if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found that there was corrosion/wear/lubrication on the pump motor gear train and that there was a stall due to shaft bearing on the pump motor gear train. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a company representative (rep). The patient was receiving baclofen (concentration 2000 mcg/ml, dose 1100 mcg/day) via an implantable pump for intractable spasticity. The event date was (B)(6) 2017. It was reported that the pump stalled prior to end of life; the pump begun to alarm which is why the patient and his family sought medical attention, the patient began to experience withdrawal symptoms, upon interrogation of the pump, the rep read the logs and a motor stall had occurred and did not recover. It was unknown as to what factors may have led or contributed to the issue. It was determined that a replacement was necessary. On this report date, the pump was explanted and was still in possession of the hospital but would be returned. The catheter was intact and remained implanted. At the time of this report, the issue was resolved, patient status was ¿alive ¿ no injury¿